Manufacturer narrative:
An event of device deformation was reported but could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The device was also returned to abbott for analysis and was found to have a foreign piece of metal stuck in its endscrew which precluded the functional testing and deployment of the device. The device was sent to the science and technology lab for analysis of the foreign metal and the investigation confirmed that foreign material stuck in the endscrew of the occluder was the fractured endscrew of a delivery cable. Based on the available information and the preclusion of functional testing, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer septal occluder was chosen for implant using a 12f non- abbott sheath. During deployment, the physician noticed that the device did not took the desired shape and the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. The physician retrieved the device back. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.